Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while leaning forward in the motorized wheelchair with the power turned on the unit moved unexpectedly and injured her leg. The owner's manual warns, "when seated in a stationary chair, press the power button to off."

Event description:
End user alleges while occupying the motorized wheelchair with the power on, she leaded forward, the unit move unexpectedly and she injured her leg. Allegedly, as a result of the incident the end user was hospitalized.